Event description:
The customer reported to customer service that her freestyle breast pump had low suction which possibly caused her to have mastitis, which was treated with antibiotics by her dr.

Manufacturer narrative:
The customer was sent a replacement pump. The customer reported she was being treated for mastitis. On (B)(6) 2015 a medela clinician followed up with the customer and she reported that she has finished second prescription of antibiotics, first time penicillin and a second time augmentin. No mastitis at this time. Customer states she had been breastfeeding when she developed mastitis. Received replacement pump. The customer stated that she is no longer experiencing symptoms using the new pump. The product involved in the complaint was not returned for eval/investigation at this time. Should additional info or the original product be received resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan and wambach, fourth ed, p 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.